Event description:
It was reported that catheter was inserted & approximately one hour after catheter was in place, hub on brown distal lumen disconnected without anything being done to patient. As a result, catheter was exchanged. Second catheter was in place for less than one hour & patient was being transferred. Again, brown distal hub fell off lumen. No tension was being placed on catheter when this occurred. As a result, a third catheter was placed. There were no patient complications reported.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.